Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of death ('51 women died'), device breakage ('implants that break in the body'), device dislocation ('migrate in the body') and reproductive tract procedural complication ('mutilation as a result of removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "some women also had up to 6 springs implanted". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), reproductive tract procedural complication (seriousness criterion medically significant), adverse reaction ("in france, several thousands have reported side effects") and complication of device removal ("complication of device removal"). Death occurred on an unknown date. The patient was treated with surgery (surgery). Essure was removed. By the time of death, the device breakage, device dislocation and adverse reaction outcome was unknown. The reported cause of death was injury and complication of device removal. The reporter considered adverse reaction, complication of device removal, death, device breakage, device dislocation and reproductive tract procedural complication to be related to essure. The reporter commented: local lay-press: in france, around 200,000 women were fitted with the essure device between 2002 and 2017. Several thousands have reported side effects. Interview with secretary of the victim-dmi (victim-implantable medical device) organisation reported mutilation as a result of removal, 51 women died (unspecified if from france). Some women also had up to 6 ¿springs¿ implanted. In these cases, with implants that break and migrate in the body, the surgery undertaken is a real battle. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: the follow events were updated: inappropriate insertion of multiple contraceptive devices , device breakage, device migration this report refers to 51 women who had essure (fallopian tube occlusion insert) inserted and died in consequence of unspecified events (the report generally mentioned the occurrence of device breakage, migration, organ mutilation, insertion of up to 6 coils per patient, and complicated removals). Given the complete lack of individual clinical details, a causality of essure for these fatal cases cannot be assessed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of death ('51 women died'), device breakage ('implants that break in the body'), device dislocation ('migrate in the body') and reproductive tract procedural complication ('mutilation as a result of removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "some women also had up to 6 springs implanted". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), reproductive tract procedural complication (seriousness criterion medically significant), adverse reaction ("in france, several thousands have reported side effects") and complication of device removal ("complication of device removal"). Death occurred on an unknown date. The patient was treated with surgery (surgery). Essure was removed. By the time of death, the device breakage, device dislocation and adverse reaction outcome was unknown. The reported cause of death was injury and complication of device removal. The reporter considered adverse reaction, complication of device removal, death, device breakage, device dislocation and reproductive tract procedural complication to be related to essure. The reporter commented: local lay-press: in france, around 200,000 women were fitted with the essure device between 2002 and 2017. Several thousands have reported side effects. Interview with secretary of the victim-dmi (victim-implantable medical device) organisation reported mutilation as a result of removal, 51 women died (unspecified if from france). Some women also had up to 6 ¿springs¿ implanted. In these cases, with implants that break and migrate in the body, the surgery undertaken is a real battle. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. This report refers to 51 women who had essure (fallopian tube occlusion insert) inserted and died in consequence of unspecified events (the report generally mentioned the occurrence of device breakage, migration, organ mutilation, insertion of up to 6 coils per patient, and complicated removals). Given the complete lack of individual clinical details, a causality of essure for these fatal cases cannot be assessed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of death ('51 women died') and reproductive tract procedural complication ('mutilation as a result of removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced reproductive tract procedural complication (seriousness criterion medically significant), adverse reaction ("in (B)(6), several thousands have reported side effects") and complication of device removal ("complication of device removal"). Death occurred on an unknown date. By the time of death, the adverse reaction outcome was unknown. The reported cause of death was injury and complication of device removal. The reporter considered adverse reaction, complication of device removal, death and reproductive tract procedural complication to be related to essure. The reporter commented: local lay-press: in (B)(6), around 200,000 women were fitted with the essure device between 2002 and 2017. Several thousands have reported side effects. Interview with secretary of the victim-dmi (victim-implantable medical device) organisation reported mutilation as a result of removal, 51 women died (unspecified if from france). This report refers to 51 women who had essure (fallopian tube occlusion insert) inserted and died in consequence of unspecified events. Given the complete lack of clinical details, a causality of essure for these fatal cases cannot be assessed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.